Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
D4 (UDI#) a getinge field service engineer evaluated the unit and examined fault logs and observed fault code#7 corrective action as per service manual replace front end board. Order front end and returned 1/26 and installed (d670-00-1164) and calibrated to specifications. Could not duplicate failure. Unit passed all functional and safety tests per factory specifications, returned to customer. The defective components were received for further investigation. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1164 rev. H, serial number (B)(6), with a reported unit failure of a fault code 7. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found during testing. Fat could not confirm the fault. Sent the board to the supplier for failure analysis per procedure. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part from supplier on 29 aug 2024. Pn: 0670-00-1164 sn: (B)(6) front end board supplier investigation: no issue found. The result of the hi-pot and fct tests all passed. Retaining this board in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training of staff, a getinge field sales representative observed the cardiosave intra-aortic balloon pump (iabp) rebooted once start button was initiated to fill and start pump. There was no patient involvement.